Manufacturer narrative:
Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain subsequently to implantation. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. In addition, other non-serious events were reported. The product technical complaint investigation resulted in an unconfirmed quality defect. Follow up information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") and genital haemorrhage ("excessive bleeding (heavy bleeding )") in a 41-year-old female patient who had essure (batch no. 97547-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1990 and (B)(6) 1998), abortion (7) and uterine dilation and curettage (((B)(6) 2009 and (B)(6) 2011 for miscarriage)). Previously administered products included for an unreported indication: levaquin from 2006 to 2010. Concurrent conditions included condom (birth control following essure placement) since august 2012 and body mass index high. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menstrual disorder ("extreme menstrual changes") and fatigue ("constant fatigue"). In (B)(6) 2012, the patient experienced back pain ("back pain \ lower back pain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced inflammation ("causing inflammation build"), lethargy ("lethargy"), allergy to metals ("allergy to nickel") with skin irritation and rash, mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), alopecia ("hair stopped falling out"), pain ("pain after walking for exercise decreased") and pelvic discomfort ("discomfort from essure"). The patient was treated with medroxyprogesterone acetate (provera), analgesics and surgery (hysterectomy). Essure was removed in (B)(6) 2015. In (B)(6) 2013, the genital haemorrhage had resolved. At the time of the report, the fallopian tube perforation, menstrual disorder, fatigue, inflammation, allergy to metals, mental disorder and pelvic discomfort outcome was unknown, the lethargy and alopecia had resolved, the back pain had not resolved and the pain was resolving. The reporter considered allergy to metals, alopecia, back pain, fallopian tube perforation, fatigue, genital haemorrhage, inflammation, lethargy, menstrual disorder, mental disorder, pain and pelvic discomfort to be related to essure. The reporter commented: however I still have injuries related to the surgery to remove the device. Discripancy noted in essure removal date: (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. She underwent cat scan, ultrasound scan for pelvic pain and back pain. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 26-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2012 for permanent sterilization. It was unknown whether essure was used previously. Subsequently implantation, consumer started experiencing severe pelvic pain, extreme menstrual changes, constant fatigue, and skin irritation. She had to have a hysterectomy due to essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain subsequently to implantation. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. In addition, other non-serious events were reported. Technical analysis has been requested. Follow up information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") and genital haemorrhage ("excessive bleeding (heavy bleeding )") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)), abortion (7) and uterine dilation and curettage (((B)(6) 2009 and (B)(6) 2011 for miscarriage)). Previously administered products included for an unreported indication: levaquin from 2006 to 2010. Concurrent conditions included condom (birth control following essure placement) since (B)(6) 2012 and body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menstrual disorder ("extreme menstrual changes") and fatigue ("constant fatigue"). In (B)(6) 2012, the patient experienced back pain ("back pain \ lower back pain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced inflammation ("causing inflammation build"), lethargy ("lethargy"), allergy to metals ("allergy to nickel") with skin irritation and rash, mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), alopecia ("hair stopped falling out"), pain ("pain after walking for exercise decreased") and pelvic discomfort ("discomfort from essure"). The patient was treated with medroxyprogesterone acetate (provera), analgesics and surgery (hysterectomy). Essure was removed in (B)(6) 2015. In (B)(6) 2013, the genital haemorrhage had resolved. At the time of the report, the fallopian tube perforation, menstrual disorder, fatigue, inflammation, allergy to metals, mental disorder and pelvic discomfort outcome was unknown, the lethargy and alopecia had resolved, the back pain had not resolved and the pain was resolving. The reporter considered allergy to metals, alopecia, back pain, fallopian tube perforation, fatigue, genital haemorrhage, inflammation, lethargy, menstrual disorder, mental disorder, pain and pelvic discomfort to be related to essure. The reporter commented: however I still have injuries related to the surgery to remove the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. She underwent cat scan, ultrasound scan for pelvic pain and back pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-nov-2017: reporter added, product information updated, events added as follows: perforation of fallopian tube, causing inflammation build up, excessive bleeding (heavy bleeding), rash all over forearms,lethargy,back pain,allergy to nickel,caused or aggravated any psychiatric and/or psychological condition, hair stopped falling out, pain after walking for exercise decreased, injuries related to the surgery to remove the device. Patient medical history, concomitant condition added. She received provera for heavy bleeding, pain medications for pelvic pain and back pain. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube") and genital haemorrhage ("excessive bleeding (heavy bleeding )") in a 41-year-old female patient who had essure (batch no. 97547) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1990 and (B)(6) 1998), abortion (7) and uterine dilation and curettage (((B)(6) 2009 and (B)(6) 2011 for miscarriage)). Previously administered products included for an unreported indication: levaquin from 2006 to 2010. Concurrent conditions included condom (birth control following essure placement) since (B)(6) 2012 and body mass index high. Concomitant products included oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menstrual disorder ("extreme menstrual changes") and fatigue ("constant fatigue"). In (B)(6) 2012, the patient experienced back pain ("back pain \ lower back pain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced inflammation ("causing inflammation build"), lethargy ("lethargy"), allergy to metals ("allergy to nickel") with skin irritation and rash, mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), alopecia ("hair stopped falling out"), pain ("pain after walking for exercise decreased") and pelvic discomfort ("discomfort from essure"). The patient was treated with medroxyprogesterone acetate (provera), analgesics and surgery (hysterectomy). Essure was removed in (B)(6) 2015. In (B)(6) 2013, the genital haemorrhage had resolved. At the time of the report, the fallopian tube perforation, menstrual disorder, fatigue, inflammation, allergy to metals, mental disorder and pelvic discomfort outcome was unknown, the lethargy and alopecia had resolved, the back pain had not resolved and the pain was resolving. The reporter considered allergy to metals, alopecia, back pain, fallopian tube perforation, fatigue, genital haemorrhage, inflammation, lethargy, menstrual disorder, mental disorder, pain and pelvic discomfort to be related to essure. The reporter commented: however I still have injuries related to the surgery to remove the device. Discripancy noted in essure removal date: (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. She underwent cat scan, ultrasound scan for pelvic pain and back pain. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Lot number received. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.